Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. The event is considered to be related to patient/procedural factors a device history record (DHR) review is not required. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic bioprosthetic valve implanted eight (8) years five (5) months was emergently treated via valve-in-valve procedure due to unknown reasons. A 23mm transcatheter valve was implanted in the aortic position.

Manufacturer narrative:
Corrected data: corrected to include patient history of coronary artery bypass grafting (2008).

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation.

Event description:
Edwards received additional information that this 25mm bioprosthetic aortic heart valve implanted eight (8) years five (5) months was emergently treated via valve-in-valve (tavr) procedure due to critical bioprosthetic aortic stenosis (as). It was noted that the patient was in cardiogenic shock, acute respiratory failure, and acute-on-chronic left ventricular systolic dysfunction. The patient had presented with critical as. While being considered for tavr, she developed acute renal insufficiency requiring dialysis. She required intubation, catheter and balloon pump placement. She was optimized with inotropic therapy and taken for emergent salvage transcatheter valve. She required intubation, catheter and dialysis. A 23mm transcatheter valve was implanted and the patient's hemodynamics improved upon valve deployment. She was taken to the ICU in guarded condition.